Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, pacing failure was observed during an electrocardiogram performed in the outpatient clinic (date unknown). On (B)(6) 2025, a follow-up visit was performed, and pacing failure was confirmed only in the supine position. A bow test (putting the hands together in front of the chest) was performed, but no problems were observed. Palpation was performed as a poor connector connection was suspected. However, pacing failure did not occur. There was no change in resistance values or threshold values in the sitting position, and the measurements were normal. On (B)(6) 2025, a reintervention was performed, and the eno dr (s/n: (B)(6) was replaced with an eno dr (s/n: (B)(6), and the vega r52 (s/n: (B)(6) was replaced with a vega r52 (s/n: (B)(6). During the replacement intervention, blood infiltration was confirmed at the ventricular lead connector insertion site of the header, and when a torque wrench was inserted to remove the lead, blood leaked. After the eno dr (s/n: (B)(6) was explanted, psa measurement of the vega r52 (s/n: (B)(6) revealed pacing failure of 3.0v@0.35ms, similar to that observed at follow-up. The vega r52 (s/n: (B)(6) was amputated and discarded at the hospital. The physician suspects a malfunction of the header and requests a device analysis.

Manufacturer narrative:
The manufacturing process as well as device history records show that the device has been manufactured and delivered to the field following all applicable procedures. No data was provided therefore no further investigation could be conducted. The subject implantable device is expected to be received at the microport investigation center on (B)(6) 2026. When received at microport investigation center the subject device will be investigated.

Event description:
Reportedly, pacing failure was observed during an electrocardiogram performed in the outpatient clinic (date unknown). On 2025 (B)(6), a follow-up visit was performed, and pacing failure was confirmed only in the supine position. A bow test (putting the hands together in front of the chest) was performed, but no problems were observed. Palpation was performed as a poor connector connection was suspected. However, pacing failure did not occur. There was no change in resistance values or threshold values in the sitting position, and the measurements were normal. On 2025 (B)(6), a reintervention was performed, and the eno dr (s/n: (B)(6)) was replaced with an eno dr (s/n: (B)(6)), and the vega r52 (s/n: (B)(6)) was replaced with a vega r52 (s/n: (B)(6)). During the replacement intervention, blood infiltration was confirmed at the ventricular lead connector insertion site of the header, and when a torque wrench was inserted to remove the lead, blood leaked. After the eno dr (s/n: (B)(6)) was explanted, psa measurement of the vega r52 (s/n: (B)(6)) revealed pacing failure of 3.0v@0.35ms, similar to that observed at follow-up. The vega r52 (s/n: (B)(6)) was amputated and discarded at the hospital. The physician suspects a malfunction of the header and requests a device analysis.